Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). The article reports that a patient with a history of schizophrenia for 30 years who had an ICD presented with palpitations and ¿ICD discharge.¿ it was found that the patient had ¿polymorphic vt.¿ of note, the patient had recently been prescribed a new medication which resulted in ¿hypokalemia and qtc prolongation¿ which the article concluded might trigger the torsades de pointes (tdp). Also noted in the article was that electrocardiograms (ecgs) were not available prior to the new medication; therefore, it could not be fully assessed. The device appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: potential torsades de pointes triggered by hypokalemia related to olanzapine in a patient with implantable cardioverter-defibrillator. Journal of clinical psychopharmacology. 2014;34(5):651-652. (B)(4).